Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. Reportedly, the cause for the reported issue was due to auto-off alarms occurring. Tandem technical support educated the customer on the auto-off safety feature. A manual insulin injection was administered and the site was changed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem pump user guide, the auto-off alarm "notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 60 seconds." H3 other text : device not returned.